Event description:
Sudden and intense pain/pressure over heart with burning and numbness down left arm. Capsular contracture and pain, implant folding, chronic breast inflammation, and gel bleed. FDA safety report ID # (B)(4).